Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be duplicated, as with previous visits. However, found contamination on the control panel processor. As a preventative measure replaced the workstation power supply, the control panel processor. Components replaced and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is slow to recall images, slow to boot and slow to transfer images to pacs. No patient injury was reported.